Manufacturer narrative:
Correction: revised section g.4 from; (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that there was a maxzero spray. Per the clinician; "the max zero sprayed all over rn's face and mouth, pt hep b and c-diff positive". Although requested, there were no additional user details provided. The event occurred on unit 9t. Although requested, there has been no impact to patient response or additional event information made available to date. However; the spreadsheet provided indicated under the "patient injury section"; that there was; "none apparent".

Event description:
It was reported that there was a maxzero spray. Per the clinician; "the max zero sprayed all over rn's face and mouth, pt hep b and c-diff positive". Although requested, there were no additional user details provided. The event occurred on unit 9t. Although requested, there has been no impact to patient response or additional event information made available to date. However; the spreadsheet provided indicated under the "patient injury section"; that there was; "none apparent".

Manufacturer narrative:
The customer¿s report of maxzero spraying was not confirmed. Due to the potential of the reported suspect maxzero connector samples being cross contaminated (hepatitis and c-diff). It was decided samples would not be investigated and were disposed of to eliminate the risk of exposure. No investigation was able to be performed. The root cause was unable to be identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient information provided.

Event description:
It was reported that there was a maxzero spray. Per the clinician, the "max zero sprayed all over rn face and mouth, pt (B)(6) and c-diff positive." Although requested, there were no additional user details provided. The event occurred on unit 9t. There was no report of patient harm.